Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 22 mmol/l at the time of the incident. The customer¿s father reports the ring at the top of reservoir has come away. The customer¿s father stated the current blood sugar level was 23 mmol/l. The father picked up the customer and administered insulin. The customer¿s father was advised the insulin pump will need to be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, fading serial number label, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage